Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged on electronic assembly. Unable to perform functional testings due to blank display. Unit was received with corroded battery tube, cracked battery tube threads, faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 18 mmol/l at the time of the incident. The customer states the insulin pump was exposed to fluid. Customer states you can see waster behind the screen since pump was exposed to pool water. The customer states the screen is also off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.